Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the tampon string broke during removal and had to go to health care provider to have the tampon removed. Consumer experienced bleeding, abdominal pain, emotional distress. Multiple attempts made to further obtain information regarding usage of product however no further information has been received.